Manufacturer narrative:
Info not available, device not returned for analysis.

Event description:
During an unk procedure, the white gasket fell into the patient. The gasket was retrieved. The was no consequence with the patient. 4/23/97 additional information reported is the surgeon heard a hissing sound at the sub-xyphoid port. The seal on the housing that the flapper valve goes against fell off into the patient. 5/7/97 received user facility medwatch report stating "during lap-chole-the "o" ring from trocar fell into the abdomen. Dr. Retreived "o" ring from pts. Abd. Cavity".